Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left femoral artery was attempted with 2 prostyle devices relative to an interventional procedure. Reportedly, with both devices, the sutures were not present when the plungers were removed. Two new prostyle devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The reported difficulties and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. It is likely the initial tab engagement was made with the anterior needle; however, detachment and subsequent damages likely occurred during plunger retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.